Event description:
An ophthalmologist reported that a patient presented with pain in the right eye one day post lasik. The patient was noted to have 2+ diffuse lamellar keratitis (dlk) in the right eye and 1+ dlk in the left eye. The previously prescribed topical steroid eye drop was increased and an oral steroid was prescribed. There are two medical device reports associated with this event. This report is for the right eye. Additional information received states that the dlk has resolved and the patient has discontinued the use of the topical steroid eye drops.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively the manufacturer internal reference number is: (B)(4).